Manufacturer narrative:
Corrected: moved serial number from lot number. Brand name. Heartware® ventricular assist system - battery, serial #: (B)(4), device available for evaluation: yes, returned to manufacturer 20-jul-2017, device evaluated by MFR: yes, device manufacture date: 04-apr-2016, labeled for single use: no; brand name. Heartware® ventricular assist system - battery, serial #: (B)(4), device available for evaluation: yes, returned to manufacturer 20-jul-2017, device evaluated by MFR: yes, device manufacture date: 18-jul-2016, labeled for single use: no; brand name. Heartware® ventricular assist system - battery, serial #: (B)(4), device available for evaluation: yes, returned to manufacturer 20-jul-2017, device evaluated by MFR: yes, device manufacture date: 01-aug-2016, labeled for single use: no; brand name. Heartware® ventricular assist system - battery, serial #: (B)(4), device available for evaluation: yes, returned to manufacturer 20-jul-2017, device evaluated by MFR: yes, device manufacture date: 01-apr-2016, labeled for single use: no; additional battery returned and added to complaint: brand name. Heartware® ventricular assist system - battery, serial #: (B)(4) / catalog number 1650de / expiration date: 31-jul-2017, device available for evaluation: yes, returned to manufacturer 27-jul-2017, device evaluated by MFR: yes, device manufacture date: 01-apr-2016, labeled for single use: no. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. The IFU and patient manual also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. It was reported events of critical battery alarms. Five batteries ((B)(4)) were returned for evaluation. The controller ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. The reported event was confirmed via review of the controller log files, which revealed 2 critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to values above 101% rsoc and back to  previous rsoc values. This observation is indicative of a communication errors between the controller and the batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the batteries. Note: the controller contained the smr software. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
Log file review indicated that four of the batteries also had a communication error.

Manufacturer narrative:
Product event summary: five batteries ((B)(6)) and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller revealed that the devices passed functional testing and visual inspection. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of alarm log file revealed two (2) critical battery alarms due to communication errors involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the batteries. A possible root causes of the reported c ommunication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 10 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated product event summary: five batteries ((B)(4)) and one controller ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller revealed that the devices passed functional testing and visual inspection. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. The reported event was confirmed via review of the controller log files, which revealed 2 critical battery alarms due to communication errors involving (B)(4). The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: bat216729 - battery / catalog number 1650de / expiration date: 30/apr/2017. UDI #: unk. (B)(4). Bat221216 - battery / catalog number 1650de / expiration date: 31/jul/2017. UDI #: unk. (B)(4). Bat221631 - battery / catalog number 1650de / expiration date:31/aug/2017. UDI #: unk. (B)(4). Bat216748 - battery / catalog number 1650de / expiration date: 30/apr/2017. UDI #: unk. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. The IFU and patient manual also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that controller log files revealed several critical battery alarms. The patient's primary controller and four batteries were exchanged with no reported patient consequences. No further information was provided.